Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Femoral head did not engage trunnion. We only carry one set of v40 cocr heads at the hospital. The doctor trailed a +5 and was satisfactory.

Manufacturer narrative:
An event regarding difficulty seating a v40 cocr lfit head onto a stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was successfully assembled to a stem with a v40 taper. Medical records received and evaluation: not performed as patient records did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the investigation concluded the returned v40 cocr lfit head is fully functional. The exact cause of the event could not be determined because the associated stem was not returned for investigation. No further investigation for this event is possible at this time.

Event description:
Femoral head did not engage trunnion. We only carry one set of v40 cocr heads at the hospital. The doctor trailed a +5 and was satisfactory.